Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5001114/5001039. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5001114/5001039. UDI: (B)(4).